Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in canada. D10: associated product information, part (lot): item#: 00830002400, tm, total ankle talus sz 4 rt, lot#: 62927672, item#: 00830005400, prolong, tibial insert sz 4 +0; lot#: 62595613. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right ankle midfoot fusion on and unknown date followed by an ankle arthroplasty approximately four (4) years and eleven (11) months ago. Subsequently, the patient began experiencing moderate pain and at the patient's five (5) year follow-up x-rays displayed heterotopic ossification. The patient began experiencing ankle impingement approximately seven (7) months ago and underwent an arthroscopic debridement with hardware removal.